Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a gas loss in iab circuit alarm. A leak had occurred and blood entered the connecting tube. The iab was removed and discarded. A new iab was inserted, but after another 24 hours the same issue occurred. The second iab was removed and not replaced. There was no patient harm or adverse event reported. This record is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00103.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. A second kink was observed on the catheter tubing approximately 44.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported failures cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.